Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 via marketing survey, that on (B)(6) 2017, the patient experienced a skin reaction. The date of issue is an approximation. The sensor was inserted in the abdomen. The patient's mother reported that the patient was prescribed hydrocortisone and triamcinolone to be applied to the affected area after the sensor was removed. It was indicated that the patient still has skin reactions and does not wish to provide further information. At the time of contact, the patient was doing well. No additional event or patient information is available.